Manufacturer narrative:
As reported, the patient developed a bacterial infection post implant of the phasix st mesh (w/ ops). Based on the information available, no conclusions can be made as to the degree to which the implant may have caused or contributed to the post implant adverse event. Infection is a known inherent risk of surgery and is listed in the adverse reaction section of the instructions-for-use, supplied with the device as a possible complication. Additionally, the warnings section states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (03-jan-2024) is a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, post implant of phasix st w/ops patient developed infection and tested positive for gram+.